Event description:
The physician reported that during the implant procedure and following lead connection with the subject pacemaker, there was a sensing issue relative to the atrial channel (device programmed in vdd mode). The atrial lead connection was checked by a pull test, and it could be removed from the port. Psa measurements on the lead were normal. Another attempt to connect the lead, but it was indicated that the set-screw could not be tightened nor loosened. The connection procedure was unsuccessful after several attempts, and subsequently pacing in the ventricle discontinued. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during the implant procedure and following lead connection with the subject pacemaker, there was a sensing issue relative to the atrial channel (device programmed in vdd mode). The atrial lead connection was checked by a pull test, and it could be removed from the port. Psa measurements on the lead were normal. Another attempt to connect the lead, but it was indicated that the set-screw could not be tightened nor loosened. The connection procedure was unsuccessful after several attempts, and subsequently pacing in the ventricle discontinued. Another pacemaker was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.